Manufacturer narrative:
The unit had a compromised force sensor system alarm during the basic occlusion test due to a loose and protruded drive support disk. The unit had a cracked case at the display window corner, a cracked reservoir tube lip, a cracked belt clip slot, and a minor scratched lcd window. (B)(4).

Event description:
The customer called in to report that the insulin pump alarmed a compromised force sensor error during prime rewind. The blood glucose reading was 123 mg/dl. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.